Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing reservoir tube o-ring, cracked case at reservoir tube window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer reported that the reservoir would not screw in. The customer's blood glucose was 230 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.